Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested, and the following was obtained: what is the surgeon¿s experience with device? Not sure of his experience. I have had a meeting set up for weeks since the event. But due to the covid19, have not been able to visit with him yet. Appointment reset for (B)(6), 2020 what was the approximate width of vessel? No knowledge. Can it be confirmed that the entire width of compressed vessel was proximal to cut line? Do not know yet. Don¿t know yet if all tissue and vessel was encompassed with in the cut line and the crotch of the jaws? Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? No knowledge yet. Was a transfusion required? Information was not given to me from the employee that called it in, but the question was asked. Were any staple formation issues noted? It was reported that the staples distally were not formed, which makes me wander if the distal jaws were somewhat stuffed? What is the current patient status? No knowledge.

Manufacturer narrative:
Product complaint # (B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: lap donor nephrectomy, had to be converted from lap to open, couldn't control the bleeding, unknown blood loss, unk blood transfusion. Patient is stable in the hospital. After the doctor fired the stapler, the staple line came undone, resulting in the bleeding. The bleeding was not caused by a staple clipping the artery. The artery wasn't clipped. Sales rep inquired about amount of blood loss and any blood transfusion but hasn't received a response, yet. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the surgeon¿s experience with device? What was the approximate width of vessel? Can it be confirmed that the entire width of compressed vessel was proximal to cut line? Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Was a transfusion required? Were any staple formation issues noted? What is the current patient status?

Event description:
It was reported by the sales rep that during a laparoscopic donor nephrectomy procedure, they fired across the vessel. The staple formed but one penetrated the vessel. The patient had to be opened up at that point. No other information is available.